Manufacturer narrative:
The field service representative (fsr) performed troubleshooting procedures and the issue was resolved by cleaning the sample probe (arc, probe). A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the arc, probe was cleaned. A review of tracking and trending for the arc, probe did not identify any trends. A review of tracking and trending for architect i2000sr did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the arc, probe or the architect i2000sr processing module, serial number (B)(4) was identified.

Event description:
The customer questioned a falsely depressed architect tsh result on one patient. The results provided were: (B)(6) 2020 architect tsh 0.0 uiu/ml, previous results provided from (B)(6) 2019 1.39 uiu/ml, (B)(6) 2019 1.23 uiu/ml, and (B)(6) 2020 0.0 uiu/ml (customers reference range 0.62 - 4.98 uiu/ml). Additionally, the customer stated that all other assays and qcs are in range. No impact to patient management was reported.